Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a blank display. Customer's blood glucose level at the time 322mg/dl. The customer treated with manual injection. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No further information was provided.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube and battery cap contacts noted. Displacement test, operating currents, and off no power test were not performed and battery out limit alarms or weak battery alerts were not verified due the display anomaly. The insulin pump had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and missing end cap sticker.